Manufacturer narrative:
The driver tip broke and remained in screw. The screw was not removed and the tip remained in the screw head. There was no adverse consequence to the patient, however this complaint was reportable for a previous event, where the screw was removed using an alternative method. Because of this intervention and non-traditional method of removing original screw, this event was considered an "injury" per FDA guidance, so therefore the chance is more than remote that if this event were to recur it could lead to what would be considered an "injury". Therefore this event is considered reportable.

Event description:
Tip of driver broke off in screw; no adverse consequence to patient.